Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they had the ability to bolus every hour but they kept getting error messages and had to keep restarting the handset. Patient stated that it takes a minimum of 25 minutes to an hour for the handset to come out of the retrieving pump setting mode before they could do another bolus. Agent walked the patient through clearing data from the myptm application. The troubleshooting steps that were taken on the call resolved the issue. Patient stated they get 24 boluses per day.